Event description:
Per the clinic, the patient experienced poor performance with the device as the patient unable to adapt to the sound leading to device non-use and loss of benefit. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.